Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information later received reported the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the symptoms the patient experienced were mildly tachycardic and febrile, itchiness and redness of skin. The alarm was a motor stall and the stall did recover. It was unknown how long the pump was stalled for as it occurred 2 weeks prior to implantation. The cause of the motor stall was unknown. The alarm occurred after a motor stall and the alarm was the day of implant. It was unknown if cold weather was confirmed to be the cause of the event or if there was a pump memory error. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
.

Event description:
Following pump implant on (B)(6) 2015, the pump was intermittently beeping. The patient became concerned and went to the emergency room (ER) for an overnight stay. There was a critical alarm due to motor stall which recovered after more than 2 hours. Diagnostics/ troubleshooting included checking the logs. Medical observation of the patient was required; however, the patient seemed to be therapeutic. There were no adverse events at this time. The patient status at the time of the report was indicated as alive, no injury. The following day it was reported that the pump logs showed that a pending alarm had occurred. The stall occurred on (B)(6) 2015 and recovered (B)(6) 2015; however, the pump was still implanted on (B)(6) 2015. The physician was unsure if the pump was checked prior to the implant. The manufacturer representative stated that she did not notice the pending alarm pop up when she interrogated the pump prior to implant. Since implant, the pump had been alarming. The alarm was not sounding at consistent intervals. The physician heard the alarm go off and waited over 10 minutes but never heard the alarm again. It was confirmed that the critical alarm interval was set to 10 minutes. The patient was reporting that the pump was still alarming but reported the interval varied and would sound a various intervals up to 20 minutes. The physician noted that there was nothing out of the ordinary noted in the event logs post operation after the pump programming was completed. The cause of the error was unknown but the manufacturer representative guessed it was due to cold weather. The patient was admitted to the hospital for observation once the alarm was discovered. The patient was doing well and believed to be receiving the baclofen as prescribed but then she developed an itchy rash and the doctor felt it safest to explant the pump and re-implant another pump. This occurred on (B)(6) 2015. The patient was now fine and appeared to be receiving effective therapy. The pump was used to deliver lioresal.